Event description:
It was reported that a patient received a new implantable neurostimulator during a procedure, but the extension and lead were not replaced. It was noted that contact two of the device system had high impedances. It was reported that the patient was programmed around this electrode and was receiving effective therapy. The device was turned on in recovery, and the reporter stated that it was hard to assess the efficacy in the recovery room because the patient had received general anesthesia. It was noted that the patient was scheduled to see his neurologist in (B)(6) 2013. Additional information has been requested but was not available as of the date of this report. See MFR report # 3004209178-2013-04686 regarding the patient's other device.

Event description:
Additional information received reported that the manufacturer representative was able to reprogram around the high impedance electrodes and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 3389-40, lot# j0118393v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).